Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was 494 mg/dl at the time of admission. Customer's current blood glucose was 168 mg/dl. The customer also reported they were hospitalized due to diabetic ketoacidosis. Customer reported experiencing dizziness and vomiting from their high blood glucose. The customer also had the insulin pump removed from their body after being admitted into the hospital. The customer was unable to troubleshoot for the insulin pump because the insulin pump was not on because of their battery cap. The customer was advised to call back and troubleshoot once they received their battery cap.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. During troubleshooting, the customer confirmed that the battery cap was cracked and the contacts appeared to be damaged. The customer was advised that the battery cap would be replaced. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.